Event description:
It was reported that intermittently the table on the 2800 system will not go down. It was also noted that the monitor arm is loose. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repositioned the lateral potentiometer, recalibrated the table lateral and adjusted the monitor arm. The system was tested and found to be working as intended and placed back into service.